Event description:
Physio-control was performing an evaluation of a device returned on recall (B) (4). All three icons (attention, charge pak and service) were displayed. This is an indicative that the device would not turn on. There was no patient involved with the reported incident.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported event. A replacement device was provided to the customer. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.